Manufacturer narrative:
(B)(4). Batch # t5cl63. Concomitant medical products: reload, lot #: t40d8f. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
Partial fire. It was reported that during the radical resection of lung cancer surgery, could not fire farther after fired 1/3 on the 3rd firing. Could not return the blade, used another device to cut the tissue and removed the device. As the tissue is not key part, no patient consequence related. The returned device is with closed jaw. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # t5cl63 investigation summary photos and video received. Upon visual inspection of four photo and a video, the following was observed: the first photo shows an echelon device from handle area with the knife direction in arrow area. The second photo shows a device from jaws area with a reload loaded and the jaws closed. The reload appears to be fully fired. The third photo shows a device from reverse bottom area and the indicator can be seen in the number 1. The four photo shows a device from jaws area and the advance knife can be seen partially advance. In addition, a white object could be observed inside of knife channel. The video shows a device on hands of user and could be seen that the video was taken in environment no controlled. The device shows the closing trigger in closed position. The user pushes the trigger button release and it does not detach the closing trigger. After that the user up and down the switch knife return and push some time the firing trigger and the jaws be keep closed. Based on the photos and video reviewed, the events describe are confirmed, however no conclusion or root cause could be determined. The analysis found that one ec45a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45d cartridge reload was loaded in the device. The cartridge reload was received fully fired with the cartridge deck damaged. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed due the condition of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.